Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient¿s cgm value is approximately 200 mg/dl points higher than her bg. She was self-treating a cgm value of 400 mg/dl with insulin when she lost consciousness. Her daughter called emergency medical services who performed a bg upon arrival which was 25 mg/dl. The patient was transported to the hospital, treated with IV glucose and unspecified medication to increase her blood pressure. The patient was admitted to the hospital and released a couple of days later. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.